Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that core wire was broken off at 25mm from distal end due to rotational force. Coil wire and plastic jacket were both locally twisted and broken off at approx. 30mm from tip end. Several bends were observed with the retrieved distal fragment. Core wire breakage sites were confirmed meeting each other. Lot history review revealed no anomaly relating with the reported event. With the outcomes of the investigation, it is inferred that the guidewire tip area was trapped by the isr lesion, where rotational manipulation was applied and its force being accumulated to the guidewire, resulting the twisting deformation thence breakage of the coil and covering plastic jacket, and the breakage of core wire by the force exceeding the product design limit. All the shipped products are inspected for meeting the product specifications and shipping criteria, based on the information reviewed, there is no indication of a product deficiency. IFU warning section describes: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720&#65533;¿) in the same direction.

Event description:
Reportedly, in the ppi procedure to isr lesion at sfa, physician attempted to advance the guidewire through the targeted isr lesion, however, it was difficult to advance into the isr, and the tip of the guidewire was trapped by the stent and got stuck. Upon further attempt with force to remove the guidewire, tip breakage was observed. Reportedly the broken distal fragment was retrieved out, however the detailed information could not be provided. Reportedly physician confirmed no foreign material left in the vessel, and continued the procedure with other guidewire to complete the procedure. Patient was discharged 3 days after.